Event description:
It was reported that a caregiver contacted support because the patient appeared low per dexcom g7 with a reading of 70 mg/dl, after which the patient ingested chocolate, a piece of banana, soda, and two glucose tablets, and subsequent fingerstick measured 228 mg/dl, indicating resolution of the low with rebound hyperglycemia; the event was characterized as hypoglycemia with unclear cause. Symptoms included perceived low blood glucose. Outcomes included self-treatment with oral carbohydrates without medical intervention or hospitalization. Investigation included troubleshooting and education regarding hypoglycemia recognition, confirmation with fingerstick, and treatment guidance. Investigation of this case revealed no confirmed device malfunction or alarm-related issue, and the blood glucose variation was consistent with sensor¿fingerstick discrepancy and treatment effect. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.